Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the liner implant was unable to be seated on the stem during the case. It was further reported, they tried multiple times and were unable to get the insert to properly lock into the stem. We opened another dws4420, and that implant seated fine. No obvious defect on inspection. No further information was provided.